Event description:
It was reported that the trigger of the system 7 reciprocating saw was sticking during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the trigger of the system 7 reciprocating saw was sticking during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, trigger is sticking, was confirmed. During testing the tech duplicated the reported comment, as through a visual inspection the trigger was catching when pressed/engaged. The tech also visually found rust/corrosion on the device, but no additional symptom failures were found. The trigger assembly failure likely caused the reported comment, and the corrosion that was found may have contributed to the event.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.